Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and motor error alarm on the insulin pump. Customer¿s blood glucose reading was 428 mg/dl. Customer treated their high blood glucose via manual injection. Customer declined to troubleshoot for high blood glucose levels. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the motor error alarm recurred three times however they were able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.